Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided.

Event description:
It was reported that an unspecified number of unspecified bd syringes broke at the tip before use. The following was reported by the initial reporter: "it was reported that the protective sleeve snapped off of the bd leur lok syringe. Verbatim: during my physical the clinician showed me how the bd leur lok syringe had an issue where the protective sleeve snapped off. He told me this has happened several times in the last batch of product he received.